Event description:
The customer was hospitalized for low bgs. Troubleshoot was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. The reservoir placement and the door are all good. The customer does not know the current basal rates. Assisted the nurse with programming the basal rates.